Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow up when the device was observed to be in back up vvi mode. A device download was performed successfully.